Event description:
Reference number (B)(4). Event occurred in colombia it was reported that the patient faced insulin flow block alarm caused by the bent cannula event on (B)(6) 2026.the insertion site was abdomen. The infusion set was in use for three hours. No further information available.